Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile (software version 6.62) installed on a compatible smartphone with mmt 1884/1885/1886 pumps (software versions 6.60 and 6.61) was conducted. Controlled testing confirmed the issue is reproducible. This issue is confirmed. The mobile application performed in accordance with the sw requirement document. A pump esf (B)(4). Has been initiated to investigate further. Following investigation, it was determined that some users experienced a critical pump error (displayed as an open book image) after upgrading pump software from version 6.60/6.61 to version 6.62. Based on the preliminary investigation conducted by the software rd team, the error occurs only under the following conditions: the pump is upgraded to version 6.62 via firmwareovertheair (fota) while an existing instinct sensor remains actively paired. After completion of the update, the same sensor reports a severe low glucose value (internally recorded as <40 mg/dl). During routine internal safety verification, the pump detects an inconsistency in how this value was stored in the pump history following the software transition. When this condition is detected, the pump enters a critical pump error state as a protective measure. In this state: insulin delivery stops. The open book error screen is displayed. A continuous, nonsilenceable alarm is activated. The pump becomes nonoperational and requires replacement. The issue does not occur if: the sensor is unpaired during fota and repaired afterward. The sensor is repaired after fota before a severe low (<40 mg/dl) is recorded. A new sensor is paired after fota before any severe low event. No severe low (<40 mg/dl) occurs after the update. The root cause is a pump software defect in version 6.62 logic supporting the postupdate handling from versions 6.60 or 6.61. Versions 6.60 and 6 .61 incorrectly defined lower sg limits for the instinct sensor, so if the sensor is paired before the update, it's lower limits are transferred to version 6.62, which detects the issue after a new sg below 40 is sent to the pump. Version 6.62 has no issue if instinct is paired (or repaired) after the sw update, because the pairing action is what defines the lower sg limit. In summary, the issue only occurs when the software update is completed while the same sensor remains connected and that sensor later reports a very low glucose value (below 40 mg/dl). If that sequence does not occur, the pump does not enter the critical pump error state. To assist with resolution of a critical pump error, the helpline team was provided with the following guidance: to provide the customer with a replacement pump. Helpline advised pump replacements have been sent to users receiving the critical pump error. Existing 780g ifus indicates to call help line for the critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101. Troubleshooting was performed. Instructed customer that pump will be replaced and instructed customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. Product return is not applicable for non physical devices mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.